Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the mid, moderately calcified, left anterior descending (lad) artery, the 2.25 x 15 mm xience alpine stent delivery system (sds) was advanced, after lesion pre-dilatation, but met anatomical resistance and the distal sds end caught on plaque/calcium in the vessel. An unsuccessful attempt was made to retract the sds; a snare device was used and the sds was successfully retracted over the guide wire into the guiding catheter and removed from the anatomy. A different 2.25 x 15 mm xience alpine stent was used successfully in the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.